Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'constant shut door power off msg' was found in the event history log (ehl) through constant 'shut door - power off' messages but was unable to be reproduced during evaluation.the device was found to be within specification during testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'constant shut door power off message' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant shut door power off message. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.